Event description:
It was reported that the patient underwent bilateral iliac artery stent implantation using a protege everflex self expanding stent on (B)(6) 2023, and the patient had a good effect after the operation. It was found that the bilateral iliac artery stent ruptured and some fragments separated during the angiography for patient on (B)(6) 2025. The bilateral iliac arteries were completely occluded. The stent itself was not strong enough, resulting in fatigue damage to the stent. Physician re-implanted a stent to complete the procedure. No further patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.